Event description:
Account experiencing discrepant results for calcium. The following examples were provided: patient 1, initial result gave 9.1 mg/dl; repeat gave 8.1 mg/dl. Patient 2, initial result gave 9.7 mg/dl; repeat gave 8.5 mg/dl. Patient 3, initial result gave 11.0 mg/dl; repeat gave 9.8 mg/dl. Patient 4; initial result gave 10.9 mg/dl; repeat gave 9.7 mg/dl. Patient 5, initial result gave 10.5 mg/dl; repeat gave 9.2 mg/dl. Patient 6, initial result gave 10.8 mg/dl; repeat gave 9.6 mg/dl. Patient 7, initial result gave 11.5 mg/dl; repeat gave 10.2 mg/dl. Patient 8, initial result gave 11.0 mg/dl; repeat gave 9.4 mg/dl. Patient 9, initial result gave 11.2 mg/dl; repeat gave 9.4 mg/dl. Erroneous results were not reported. The field service rep determined the cause for the discrepant results was due to a mechanical failure of the r1 reagent probe rinse valve and replaced valve. Performance tests were performed and within spec.